Manufacturer narrative:
(B)(4). The investigation was completed on 10/24/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit results on an (B)(6) female patient presented in emergency dept with shortness of breath, chronic diarrhea, not feeling well, multiple missed dialysis sessions. Clinical symptoms at presentation was chronic kidney disease and hyperkalemia. There was no additional patient information. The patient was admitted (B)(6) 2017 and discharge (B)(6) 2017. Patient was alert and oriented at time of discharge. (B)(6). There are no injuries associated with this event. This reporting is based on limited information available. The investigation is underway.